Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose and also insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 24 mmol/l at the time of incident and the current blood glucose of the patient was 25 mmol/l. Customer treated with syringe. Troubleshooting was performed. The insulin pump will not be returned for analysis.